Event description:
Patient reported unknown side "contracture" baker grade unknown and recall. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture" baker grade unknown.

Event description:
Patient reported left side "contracture" baker grade IV and recall. Device has been explanted and replaced.

Manufacturer narrative:
Photo analysis completion: visual analysis of the photographs identified: anxiety-product-procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side "contracture" baker grade IV, inflammation, and recall. This is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "contracture" baker grade IV.